Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station keeps logging off and shutdown the device. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station keeps logging off and shutdown the device. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was logging off users and shutting down the devices. A field service engineer found that the customer reported that signing into drawers 2.1 or 2.2 caused the station to log out, count down, and reboot and the issue couldn¿t be duplicated. Diagnostics and digital meter tests showed both drawers and boards were good. All connections in the e-drawer were reseated with no issues found. Fse replaced the power module and power system diagnostics passed. The ticket was left open for monitoring, and the issue was later confirmed resolved after speaking with the customer. The system functioned as intended after the field service engineer repaired the device.